Event description:
A customer reported that he was trying to set the day in his precision xtra blood glucose meter and the meter date would not go past 12. The issue was identified by adc customer service to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter did not confirm for incorrect date and time. However, there is a known malfunction with the precision link software that can lead to incorrect date and time issues when the data is uploaded to a computer. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to precision link. Customers and retailers have been notified.